Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One used decontaminated sample was received for investigation without its original packaging inside a plastic bag. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. Visual inspection showed the suction line detached was observed and a lack of solvent was detected; thus, the failure mode reported is confirmed. No other analysis was performed. The root cause of the reported issue was due to the manufacturing process of not enough solvent and the joint. An awareness complaint notification to the production personnel was conducted by quality engineer for the defect reported by the customer.

Event description:
It was reported that during the pre-use check, the suction line connector was found detached. No patient injury was reported.